Manufacturer narrative:
(B)(4). This lot was manufactured from december 12, 2014 to december 13, 2014. Evaluation summary: the device was received for evaluation. A visual inspection identified a particle in the reservoir. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had particulate matter in the balloon. This was identified after filling. The device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.